Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a hospitalized for a low blood glucose of 20 mg/dl in (B)(6) 2016. Transfer to the 24-hour product helpline was declined. The insulin pump was not returned for analysis.